Event description:
It was reported when the coag function is active, the generator displays an f9 fault. There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2012. Evaluation: the pulsar generator was received in poor condition, with dark surface imperfections. Holes had been drilled on the rear panel for unk reasons. There was no display at initial power up. When restored to function, f9 fault complaint was confirmed. The real time clock was found corrupted. Component q7 on the dcp pcba failed for unk reasons, causing the reported f9 faults. The rtc was corrupted due to battery that had died prematurely for unk reasons. The filings were cleaned form the drilled holes, q7 was replaced, clock battery was replaced. Proactively installed a shielded rfc ucb cable and applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.